Manufacturer narrative:
The investigation was conducted on the basis of the complaint and service information provided. We were informed that after the replacement of the air filter, the reported problem was resolved. The cause of the malfunction could not be found with the data provided. All alarms, possible causes and corrective measures are described in the instructions for use, the unit has detected a deviation and reacted as indicated with acoustic and visual alarms. It is not possible to prove whether the cause of the reported event is due to a device malfunction. The unit is ready for use again and the affected filter is part of the annual preventive maintenance. Since the almost seven-year-old fabius is not under a dräger service contract and no information was given as when the last maintenance was carried out, it is unknown when the filter was last replaced before the reported event. The fabius reacted as specified for the detected situation and published corresponding alarms to inform the user.

Event description:
It was reported that before the operation, during the anesthesia, the device alarmed "vent failed." Another device was used and no injury was reported.